Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was unknown. The customer was admitted to the hospital. The customer caused of hospitalization was diabetic ketoacidosis. The provider is asking if we can get pump by tomorrow. The provider was advised that we can't send pump to hospital and will need to speak to customer in order to document the problem and do troubleshooting.